Event description:
On (B)(6), 2003, this pt was implanted with four gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. Five yrs post-operatively on an unk date, aneurysm enlargement was identified on f/u imaging. On (B)(6), 2010, a f/u CT scan was performed, revealing aneurysm rupture due to progressive aneurysm enlargement. It was reported the pt was stable at this time. On (B)(6), 2010, an explant procedure occurred to repair the aneurysm rupture. Intra-operatively, the physician reportedly found the aneurysm sac to be filled with a "gelatinous fluid" with no evidence of blood. It was reported the aneurysm rupture was not a result of an endoleak. The gore excluder bifurcated endoprostheses were explanted with no issue, and the rupture was repaired with a surgical graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices implanted on (B)(6) 2003 were the original gore excluder bifurcated endoprosthesis. Add'l devices implanted and involved in this event: pcc141400/(B)(4), pcl161407/(B)(4), pcl161407/(B)(4).